Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During a cardiopulmonary bypass procedure, it was observed that an air bubble detector and level sensor detector gave audible alarms with no error messages on the screen of a heart lung console. There was no adverse consequence to the pt as a result of this event.